Event description:
Additional information received from the healthcare provider noted that the date of onset/diagnosis of infection was 2 - 3 day prior to removal. The patient did not have meningitis. Signs and symptoms of infection included: redness and drainage. Primary location of the infection was noted as the device pocket and catheter or lead track. It was unknown if a culture was obtained. Culture source was noted as device pocket. Treatment included both IV and oral antibiotics. The patient outcome was noted as infection resolved.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0kcds, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was infection at pocket site for stage 1 test. The lead was explanted (complete). It was noted: will be replaced in the future by a manufacturer's product. Additional information received from the manufacturer's representative noted that regarding were perioperative antibiotics administered, it was noted: yes (unknown). To this reporter's knowledge, the patient did not have meningitis. Regarding what was the culture source, it was noted: pocket site. The type of organism cultured was unknown. Treatment for the infection was unknown and the patient outcome was unknown. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.